Event description:
This is report 2 of 2 for the same event. It was reported that prior to surgery, during testing, it was observed that the motor device ¿gives error code e2¿ when in use with a console device and an attachment device. According to the reporter, the motor device was tested with another console device and the ¿same e2 code¿ was observed. There were no delays to a scheduled surgical procedure. An identical spare device was available. There was no patient involvement. Therefore, there were no reports of no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed.  Therefore, an assignable root cause was not determined.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.